Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 55024, lot# n331866, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s unit has not been working properly for approximately 9 months. The patient had misplaced their antenna and patient programmer and was in pain because when they have their patient programmer they are able to ¿control it some¿. The patient noted they have always had this pain and it comes and goes. The patient has met with 5 or 6 manufacturer representatives and only one is able to program them to what they need. The one manufacturer representative has programmed the patient twice, once 9 months prior to the call and 1 week prior to the call. The patient¿s manufacturer representative adjusted their stimulation with the clinician programmer and the adjustment resolved their stimulation issue. Further information reported the manufacturer representative was unaware of the ¿device not working¿ as the patient had only voiced not having adequate coverage. They met with the patient on (B)(6) 2014 and they were reprogrammed with sufficient changes.